Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: not provided. Omnipod software app version: not provided. Operating system: not provided. Hardware: not provided. Cgm sensor type: not provided. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized at scarborough with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels were not reported. The patient had been wearing the pod between 5 and 24 hours. The patient¿s dexcom g7 sensor fell off due to the heat, causing the patient to administer their insulin treatment without knowing their current blood glucose levels. Symptoms reported included feeling ¿very sick¿, high temperature and vomiting. The patient was treated with intravenous fluids, saline solution and unspecified anti-sickness tablets. The patient was discharged 24 hours after admission.